Manufacturer narrative:
Evaluation summary report attached in german was translated to english.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
After two passages (each about 30 cm for and back) in the third the system blocked passing in-stent (strut?), after removing device, still blocked.